Event description:
According to the complaint received, a customer reported that a patient result was sent from siemens rapidlab 1265 with sample type information to aqure. From the patient results web page in aqure, the result can be re-processed and transmitted again to lis. After re-processing the result from siemens rapidlab 1265, the sample type information was missing in the result.

Manufacturer narrative:
The clinical severity of the problem was initially incorrectly assessed due to a misunderstanding of the problem. The issue is not that results can be left blank, potentially leading to misinterpretation of results in aqure patient view and in worst case cause incorrect or inadequate medical treatment of patient. The issue is that a sample type is removed from the patient result (the description of the sample type and the field is changed when the user reprocesses the sample). This will not cause the hazardous situation initially reported. The re-assessed severity of issue is "negligible" as the potential harm user annoyance. The issue should therefore not have been reported initially.